Event description:
Port dislodged part of catheter was found in groin. The pt was sent to another facility for removal. The port and catheter were removed successfully.

Manufacturer narrative:
The implicated product is a port with an 8.0 fr. Attachable catheter in a peel-apart percutaneous introducer system. The product received for evaluation is a loose 8.0 fr. Catheter measuring 9.0 inches long. Four individual depth markers are printed on the outer diameter; the most proximal is the 4-dot marker .85 inches from the proximal end. The tubing has a ragged proximal end and dried blood is found throughout the length of the lumen. Also received with the complaint sample is a plastic port with approx. .2 inches of tubing fitted over the port stem. A small amoutn of blood is trapped between the silicone port over-mold and the port's plastic body and a white residue covers the port reservoir floor. A cath-lock/strain relief is received loose also. A lot history review of three possible lot numbers reveals no related mfg issues and two similar complaints. One of the similar complaints is unconfirmed and the second is inconclusive as no sample was returned for evaluation. Tactile examination of the loose tubing is remarkable only for an annular ring that may be the result of a snare device used in retrieval of the embolized tubing segment. Under 10x - 20x magnification, the proximal end of the loose catheter segment has an irregular edge that corkscrews beyond the tubing circumference and terminates in a short tail. The face is flat, undulating and finely grained. Small, pinpoint impressions are visible in the blue radiopaque stripe suggesting mechanical manipulation with a toothed surgical instrument. Slight expansion of the tubing and moderate impressions in the blue stripe at the broken proximal outer diameter edge may imply the cath-lock did not fit securely at the port/catheter junction. An ill fitting cath-lock can create a compression pressure that may result in initiating the tubing failure. The outer diameter of the distal segment is unremarkable. Microscopic views of the tubing over the port stem reveal a ragged distal tip with a partial circumferential tear. This tubing's distal face has similar features as the loose end's proximal face. Mating these two ends together results in a close match. Magnified views of the port from above with the stem facing the examiner reveals an indeterminate number of needle puncture sites in the port stem are the result of non-coring needles. Suture puncture sites are noted in the port suture holes at 5 and 7 o'clock. Patency is determined by flushing and aspirating water with a 12cc syringe fitted with a 22 ga. Non-coring needle. The catheter is patent as well during flushing/aspirating with a 12cc syringe tipped with a moderated sized blunt connector. The complaint of catheter detachment from the port is confirmed. It should be recorded as user-relate. The damage found on the severed tubing segments suggests blunt trauma while the proximal tubing segment contains evidence of a malpositioned cath-lock. The compression pressure of an ill fitting cath-lock can begin tearing through the tubing outer